Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. A gore introducer sheath with silicone pinch valve was inserted from the abdominal aorta to advance the devices to the intended positions. The aneurysm was successfully excluded, and the procedure concluded without complications. On (B)(6) 2011, one year follow up examination detected a anastomotic pseudoaneurysm at the abdominal aorta where the sheath was accessed. On (B)(6) 2011, the physician implanted a device (unknown MFR) to repair the pseudoaneurysm. The patient tolerated the procedure. On (B)(6) 2012, the resolution of the pseudoaneurysm was confirmed at the two year follow up examination.